Event description:
A customer reported that the coulter lh500 hematology analyzer leaked approximately 3 ml of fluid. The leak was not contained within the instrument and appeared to be diluent mixed with blood. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no report of injury or exposure, and medical attention was not sought. Material safety data sheet (msds) was reviewed, and there is an exposure control plan in place at the facility. No patient results were affected by this event. Field service engineer (fse) found the needle bellows was not draining properly. The fse replaced all tubing in the primary mode aspiration pump, and lubricated all actuators in pump module. The repairs were verified per established procedures, and the results met published performance specifications.

Manufacturer narrative:
(B)(4).